Event description:
The customer reported that no image being displayed on left monitor. Also, the power to dicom box was disconnected.

Manufacturer narrative:
The service rep reseated the power cord to the dicom box, and the image displayed normally. System operating as intended.